Manufacturer narrative:
The investigation into this report is on-going. (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced a graphical user interface (gui) display was unresponsive. There was no report of patient involvement.